Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (moisture ingress) issue. It was reported that there was moisture in the battery compartment and no power in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings:. No power issues observed in black box. No damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. No evidence of moisture observed in battery compartment. No leaks found during leak testing. The pump was opened and no damage was found to the power circuit. No evidence of internal moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.